Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00599601651 nexgen lps-flex mobile and lps-mobile bearing knee system-femoral lot # 61965944. Item # 00111214001 palacos r 1 x 40 single lot# 73674283. Item# 00597206535 all poly patella size 35 mm dia. Standard 9.0 mm thickness lot#62034493 . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00216; 0002648920-2017-00274; 0001822565201802864.

Event description:
It was reported patient is experiencing pain and swelling. Attempts have been made and additional information on the reported event is unavailable at this time.